Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that after replacing the IV set and the caresite, there was a chemo and blood leak, once the patient got up from the bed. No injuries reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used caresite without packaging and one (1) unopened caresite blister was returned for evaluation. Visual examination of the used caresite noted a vertical crack through the female threads. No other visual defects were noted. Both caresites were pressure tested per specification with the used caresite failing the test with leakage at the crack location, and the unused caresite passed the test. The returned used caresite confirmed the reported defect of cracked/leaking valve. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. In order to prevent this event from reoccurring, a stop ring was added to the caresite valve, the reported lot was manufactured prior to this change. We will maintain this report for further references and continue to monitor other reports for similar occurrences.